Manufacturer narrative:
Device evaluation the device was received in its original lens/insert case. Visual inspection at 10x microscope magnification was performed. The lens was observed with the correct orientation. Debris and loose particles were observed on the lens optic body consistent with handling the lens out of the sterile environment. In addition, a few blue dots (particles) on the lens optic body were observed confirming the reported issue. The particle was analyzed by ftir (fourier transform infrared spectroscopy). The results revealed that the blue foreign debris is probably a mixture, possibly composed of silica and possibly composed of silica or silicone and an epoxy-type adhesive or a silica-filled adhesive. The ¿blue¿ color of the debris may be related to the presence of copper oxidation products in the presence of moisture. The particle identified in the analysis is not associated to the manufacturing process. Throughout the manufacturing process there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified the reported particle. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according specification in compliance with the product intended use as required. There are no discrepancies found during the review. There is no associated deviation or non-conformity report found in the review related to this complaint. The documentation shows that the production order was manufactured according to specifications. A search revealed no other complaints for this production order have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a blue dot was noticed on an intraocular lens (iol) upon removing it from the packaging. No further information was provided.